Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: 1. Could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information. Ans: as per sales rep's discussion with the scrub nurse, patient is fine, but it is an issue to the surgeon as the surgeon is using our suture to do anastomosis and half way done, they need to re-do again on the suturing. This is referring anastomosis for the CABG grafting. As this suture needle is 8mm . What is the source of information for the query above? Ans: the comment is from the scrub nurse. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2023-04432 and 2210968-2023-04434.

Event description:
It was reported that a patient underwent an anastomosis procedure in 2023 and suture was used. During the procedure, it was reported by the scrub nurse that the surgeon, when he is using ep8735, the suture snapped when he is doing anastomosis for CABG. Frequency of happening is 3 out of 10 pieces used. No adverse patient consequences were reported. Additional information was requested.